Event description:
It was reported that the customer noticed a large air bubble at the luer lock. Customer had elevated blood glucose levels (378 mg/dl). The customer was able to disperse the large bubble and resume insulin delivery.

Manufacturer narrative:
No product returned for eval. Should new relevant info become available, a supplemental form will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt is (B)(6) years old.